Manufacturer narrative:
Evaluation summary: wear performance of a component is dependent on many factors, including patient activity and patient weight; many of which are out of the control of the manufacturer. The component in question was properly manufactured from approved materials in accordance with the manufacturing practices of the time. The liner was implanted for almost 10 years, and was made from non-crosslinked polyethylene. The device was not returned for analysis and the exact details of the patient weight and specific activities are unknown. Therefore, the probable cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 1997. Osteolysis was observed on x-ray and revision surgery occurred in 2007.